Event description:
The physician reports that the crystalens haptic tore during loading into the cartridge of the staar surgical lens injector system. The damaged device did not contact the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.